Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
The device remains implanted, therefore no analysis performed. The device history review and investigation are still in process, once the review and investigation is complete a supplemental report will be submitted. (B)(6).

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve a moderate paravalvular leak ( pvl) was observed. During post-implant dilatation (performed with a 26mm balloon) the valve moved up approximately two millimeters. Although the balloon dilatation expanded the valve frame, the moderate pvl continued due to the valve moving above the annulus on the non-coronary cusp side. A second valve was placed valve-in-valve, resulted in trace pvl. No adverse patient effects during or after the implant were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.